Manufacturer narrative:
Elingartner, c., putz, m., schwab, e., and weise, k. (1997) unreamed intermedullary nailing as minimally invasive palliative intervention for osteolysis and pathological fractures of long bones. Unfallchirurg (trauma surgeon), volume 100: 715-718. This report is for unknown - ao tibia nail (utn)/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article elingartner, c., putz, m., schwab, e., and weise, k. (1997) unreamed intermedullary nailing as minimally invasive palliative intervention for osteolysis and pathological fractures of long bones. Unfallchirurg (trauma surgeon), volume 100: 715-718. The purpose of this article is to evaluate the extent of unreamed intermedullary nailing as a minimal invasive intervention for osteolysis and pathological fractures of long bones in patients with advance tumor conditions. From june 1993 to october 1995, intramedullary nailing was performed in nineteen (19) patients with 13 femoral, 7 humeral and 1 tibial lesions; unreamed ao intermedullary nail (ufn) were used for femoral lesions and unreamed ao tibia nail (utn) was used for humeri and tibia. There were right (8) men and eleven (11) women whose age ranged from 40 to 83 years (average 66.8). The average follow-up period was 6.2 months. A copy of the literature article is attached to this medwatch. This is report 1 of 1 for (B)(4). This report is for an unknown - ao tibia nail (utn) and refers to one (1) unknown patient who had a re-fracture on the distal humerus, which is why plate osteosynthesis with cement was necessary.